Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) and it was not capturing. The rv thresholds were increased and the lead was reprogrammed which resolved the twos issue. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead had high impedance. The lead tested normal via analyzer and was reconnected to the device resulting in impedance measurements within normal limits. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:14. Daily pace impedance trend data shows abrupt increase for ventricular pace bi impedance = 1349 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (two) and it was not capturing. The rv thresholds were increased and the lead was reprogrammed which resolved the two issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.